Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In 2016, the patient experienced amenorrhoea ("haven't had my period") and breast discharge ("breast milk is coming in"). The patient was treated with surgery (removal of essure). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown and the amenorrhoea and breast discharge had not resolved. The reporter provided no causality assessment for amenorrhoea, breast discharge and medical device removal with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.